Event description:
During a therapeutic ureteroscopy procedure, the physician reportedly attempted to pass the uretero-reno videoscope through an 11 french inner diameter access sheath. As the users were attempting to move through a tight spot, the bending section reportedly became stuck and was damaged. There was no allegation of parts/debris falling in the patient. The users reportedly could not remove the scope. The sheath and videoscope were removed simultaneously. The procedure was successfully completed using an unspecified flexible endoscope and no access sheath. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation found the bending cover leaking due to a torn bending cover at the distal end. Metal braids in the bending section were bunched up, broken, and some were observed to be protruding out from the bending cover. The distal end cover was noted burnt and melted at the channel pipe opening. The device has been forwarded to the original equipment manufacturer for further investigation. This report is being submitted as a medical device report in an abundance of caution. If additional and significant information becomes available a supplemental report will follow. (B)(4).